Event description:
It was reported that this device was suspected of exhibiting premature battery depletion (pbd) behavior. It was noted that the pbd suspicion is due to a mode switch occurring with chronic atrial flutter, and programming to rate-responsive pacing. The programming was changed; however, the battery longevity was showing 3.5 years remaining and the device was implanted in 2021. The battery consumption is at 125% usage. This device remains implanted and in service. No adverse patient effects were reported. Several requests have previously been submitted to the field to obtain the device model and serial number, including additional details. At this time, no further information has been provided.